Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinc after feeling dizzy and lightheaded. The ventricular lead exhibited intermittent capture, increased impedance, and noise following arm movements. A lead fracture was suspected. The lead was capped and replaced on (B)(6) 2015. The patient was stable post procedure.